Event description:
It was reported the implantable neurostimulator (ins) was discharged. The device was recharged, interrogated, and reprogrammed. Impedance testing was performed and number 8 electrode was greater than 10,000 ohms. The manufacturer representative (rep) provided recharging education and the patient verbalized understanding. The cause of the issue was determined to be ¿recharging needs to be performed more frequently.¿ the ¿sensor¿ was not desired by the patient at the time of the report, thus it was not oriented. The patient experienced a loss of stimulation on bilateral sides of the implant when the ins was discharged. The patient¿s status was noted to be alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3550-39, lot # n282204, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).